Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that an odd event was noted on system controller interrogation. It appeared the ventricular assist device (vad) speed went down to 0 without any associated alarms. The patient denied hearing any alarms or experiencing any symptoms at the time of the event. Log file review was requested which confirmed the periodic log file captured a vad speed of zero on (B)(6) 2026 at 21:39. A high current flag was also noted in the log file caused by overcurrent that was measured by the system controller. It was reported that the device appeared to be functioning normally outside of this isolated event.